Event description:
Received info stating customer received an occlusion alarm. Reportedly, customer's blood glucose level was slightly low but was corrected with candy.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.